Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed that the micro-switch located behind the oxygen flush button had stuck. The fse replaced the micro-switch and performed all necessary tests and calibrations per spacelabs procedures. The device performed to specifications. The defective switch was returned to spacelabs for further investigation. Visually inspection detected no damage. The switch was engaged by hand pressing/releasing the lever; the unit engaged/disengaged as expected. It was then installed onto a service unit and the o2 flush button was activated which exercised the switch. The switch activated when the button was pressed and deactivated when the button was released as expected. This was done numerous times with the same expected result. The reported fault could not be reproduced; therefore, root cause could not be determined. This investigation is considered complete and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00139.

Event description:
Spacelabs received a report that on (B)(6) 2015, an arkon anesthesia machine stopped ventilating during a surgical case requiring the patient to be hand ventilated until the machine could be replaced. No injury was reported as a result of this event.